Event description:
Procedure was performed on a compassionate use pt. Physician had planned the use of a converter because the pt's left common iliac artery was totally occluded. Due to the tortuousity in the aorta, with the deployment of the planned iliac leg graft, the device would have landed 35mm short of the desired location. Before the ipsilateral iliac leg was placed the physician noticed the need for an iliac leg extension in order to extend the ipsilateral limb. The iliac leg extension was placed in the ipsilateral limb, with the planned iliac leg graft being deployed distally. The iliac leg graft was noted to land at the desired location. No endoleaks were visualized.